Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing threshold measurements. Information was received later that this lead had dislodged. Subsequently, this lead was successfully explanted. No adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.